Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device or a picture of the defect was not provided at the time of this report. A device history record review could not be conducted since the lot number was not provided. Customer complaint cannot be confirmed based only on the information provided. A root cause is unknown. To perform a proper and thorough investigation to confirm the alleged defect, determine a root cause and establish any corresponding corrective actions, it is necessary to evaluate the sample involved in this complaint. If the sample becomes available this report will be updated with the evaluation results.

Event description:
Customer complaint alleges the intubated patient has bitten through two bite blocks. (Event 2 of 2 captured in MFR.rpt.# 3004365956-2018-00135). Medical intervention reported was retrieval of bite block with forceps. There was no report of injury or complication due to the alleged device event.